Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis noted that the stent delivery system (sds) was not returned, only the stent implant, stylet, and protective sheath were returned. The inner diameter of the protective sheath met manufacturing criteria. The stent implant had mangled middle struts and bent distal and proximal struts. This damage was not reported as being noted and thus likely occurred as a result of handling during packing and shipping for return to abbott vascular for analysis. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. Return of the sds may have assisted in the investigation and determination of a cause. It is possible the stent was inadvertently handled during removal of the protective sheath causing the stent implant to dislodge; however, this could not be confirmed. A review of the lot history record did not reveal any nonconforming material records that could have contributed to this incident. Additionally, a query of the complaint handling database for the reported lot was performed and revealed no similar incidents. There is no indication of a product quality deficiency.

Event description:
Reportedly, a 2.75x15 mm xience v stent dislodged during prep during removal of the protective sheath. The device was not used in the patient. A 2.75x28 mm xience v was advanced but failed to cross; however, a 3.0x15 mm non-abbott stent delivery system successfully crossed. The procedure was completed without further incident. No additional event or patient information was provided.